Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was not feeling stimulation on the right side. The surgeon determined that the lead that covered that side had migrated a vertebral body. The patient was reprogrammed using the 8-15 lead but was unable to get good enough coverage. A lead revision was performed, and the issue was resolved. No further complications are anticipated.